Event description:
It was reported to nuvectra that during a trial lead implant, the physician experienced difficulty placing the lead due to the patient's anatomy. After multiple stylet changes, the physician could not insert the stylet completely into the lead. Examination of the lead showed that it was fractured at the contact site. A new compact lead was used instead and was able to be placed with no issues.